Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot#: j0337733v, implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 389033, serial/lot #: (B)(4), ubd: 19-aug-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the lead had two elevated impedances and the patient was not able to have appropriate coverage. No external or patient factors were known to have contributed to the issue. It was unknown what diagnostics or interventions were taken prior to the day of the report. The lead was explanted and replaced on the day of the report. The new lead was programmed to give the patient satisfactory coverage and the issue was resolved at the time of the report. The indication for use was non-malignant pain.